Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient's ipg was inoperable. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient¿s weight, device information, and event information. Further information was requested but not received.